Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was accidentally pulled out of position into the aorta by the user. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. During the percutaneous coronary intervention (pci) with impella cp support, the impella accidentally pulled into the aorta. The cp was unable to be re-advanced. A decision was made to complete pci without impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.